Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 30% stenosed, greater than 5.0mm wide, target lesion was located in the mildly calcified and mildly tortuous ostium of the right coronary artery (rca). A non-bsc diagnostic catheter engaged the vessel and a dissection occurred from the ostial to distal rca. A 20x5.0mm liberte stent delivery system (sds) was advanced to the proximal lesion and the delivery balloon was inflated between 2-4atms. However, after deflating the delivery balloon the stent dislodged. The stent embolized to the femoral artery and was removed with a snare. The procedure was completed with 24x5.0mm, 28x5.0mm and 16x5.0mm liberte stents. No additional patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 30% stenosed, greater than 5.0mm wide, target lesion was located in the mildly calcified and mildly tortuous ostium of the right coronary artery (rca). A non-bsc diagnostic catheter engaged the vessel and a dissection occurred from the ostial to distal rca. A 20x5.0mm liberte stent delivery system (sds) was advanced to the proximal lesion and the delivery balloon was inflated between 2-4atms. However, after deflating the delivery balloon the stent dislodged. The stent embolized to the femoral artery and was removed with a snare. The procedure was completed with 24x5.0mm, 28x5.0mm and 16x5.0mm liberte stents. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer- an examination of the returned complaint device revealed that the stent was detached from the delivery balloon and was not returned for analysis. An examination of the balloon revealed clear impressions of where the stent had been crimped initially. The balloon folds were partially opened at the proximal and distal ends. The condition of the returned balloon is consistent with the balloon having been subjected to a positive pressure. A kink was visible in the hypotube approximately 8.7cm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).